Event description:
The customer reported that the system failed to a usable state exit exhibited a non-recoverable loss of functionality. No pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The control panel processor connections were evaluated and replaced. The system was tested and found to be working as intended and returned to service.